Manufacturer narrative:
B3. Corrected date of event, initial report: inadvertently listed wrong date. H6. Corrected type of investigation, initial report: inadvertently left out b01 coding. H6. Corrected investigation findings, initial report: inadvertently listed wrong code.

Event description:
The patient's physician later reported that the increased seizures were above pre-vns baseline levels and it was due to battery depletion.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been experiencing an increase in seizure activity since the device battery level had dropped to 8-15%. The patient was referred for and underwent urgent battery replacement. The explanted generator has not been received to date. No other relevant information has been received to date.